Event description:
Customer complaint - limited data available. Consumer states that she was burned by her heating pad which caused her double mastectomy to be rescheduled until the wound healed. Consumer sent her doctors notes to the public folder, which stated that the consumer experienced a dry 3rd degree burn on the right side of her chest.